Event description:
It was reported that a patient experiencing dyspnea presented to the clinic for routine follow up. The pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.